Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was at setting 6, this was controlled with the tms and visually. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. The valve was also tested from setting 8 to setting 1 stopping at each setting and controlling that the cam mechanism was back in place, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. At the present time, this complaint is considered closed.

Event description:
Sales rep. Called and informed that: "surgeon reported a certas valve malfunction. No other details provided. Another certas valve was implanted. This occurred intra-operatively without any adverse consequences to the patient and/or delay in surgery greater than 30 minutes". On (B)(4) 2014: we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction.